Event description:
The customer stated that she was treated by the paramedics due to low blood glucose. The customer stated that she treated a high blood glucose reading of 348 mg/dl and her blood glucose dropped to 37 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. Further troubleshooting revealed that the customer may not have calculated her bolus correctly for the food that she ate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.